Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of the f-38 alarm, confirming the reported condition. The cause of the f-38 alarm was determined to be a damaged left force sensing resistor (fsr). To correct the issue, the fsr was replaced. The device was serviced and restored to a good working condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If any additional relevant information is received, a follow up MDR will be sent.